Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, ¿intraoperative fracture or breaking of instruments has been reported for general instruments.¿

Event description:
During a total shoulder arthroplasty, the threaded tip of the pin fractured inside the patient and the surgeon could not find the fractured piece; however, post-op radiographs revealed the piece remains in the patient. The surgeon will not be removing it.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Access 3.2 mm threaded steinmann was returned for evaluation. As received the threaded portion of the steinmann was fractured and was not returned. Dimensions taken are within specifications. The customer did note that "due to the nature of the angle that they had to apply the guide wire, it was not going through the guide at the optimal angle and therefore was not completely straight". Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.